Event description:
Customer complaint: the inspiration time is unstable and sometimes ventilation is stopped. Customer's technical staff checked the unit and found the following phenomenon: the inspiration time becomes shorter than the setting valve and "low-pressure alarm" occurs. At this time, exhalation valve was working. When the ventilation was stopped about 5 minutes, the solenoid valve was not working and constant flow was flowing. This problem was found during testing. There was no pt involvement.